Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and then attempted to perform the transseptal puncture. The first attempt was unsuccessful, but a second attempt was made, and the physician successfully completed the transseptal puncture. However, it was believed the back wall of the heart was punctured at this time, but not seen. The physician then exchanged the transeptal sheath for the was. The was went across the septum and the unknown pigtail catheter went in. At this time pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis and auto transfused the blood back into the patient. In addition, the patient received twelve (12) units of blood, eight (8) units of plasma and one (1) unit of platelets. The patient was taken to the operating room to be treated and on the way there the patient went into cardiac arrest. Two hours post procedure the patient was unable to be resuscitated, and the patient died.